Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported that during incoming inspection of goods on (B)(6) 2018, 10 pieces of the c5601 cusa excel 23khz disposable wrench were rejected because nine pieces had foreign material and one piece had a stain.

Manufacturer narrative:
The device was not returned for evaluation. The DHR for the reported lot 2513340 was reviewed. No anomaly was observed that could have caused the reported condition. The lot complied with all in-process inspections as specified in the shop order and related procedures. No unit has been received for evaluation; therefore, the complaint is unconfirmed. No further evaluation can be performed at this moment. UDI: (B)(4).